Manufacturer narrative:
Product event summary: it was reported that the controller and batteries exhibited critical battery alarms. The controller (B)(4) and five batteries (bat202589, bat202535, bat202559, bat202577, bat219714) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis revealed that the controller passed functional testing. Visual inspection of controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on the investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, con300870, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors, which involved bat202577 and bat219714. In both cases, the battery for which the critical battery alarm was triggered experienced a communication error, as made evident by an rsoc value greater than 100% on the log files, while the other battery connected to the controller was depleted to less than 25% rsoc. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report investigation results. The controller (B)(4) and five batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that all devices passed visual examination and functional testing. Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors, which involved (B)(4) and (B)(4). In both cases, the battery for which the critical battery alarm was triggered experienced a communication error, as made evident by a relative state of charge (rsoc) value greater than 100% on the log files, while the other battery connected to the controller was depleted to less than 25% rsoc. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. Other devices involved in this event: d4: battery / (B)(4). H3: yes h6. Method code(s): 10, 23, 38, 3372 h6. Result code(s): 213 h6. Conclusion code(s): 71 d4: battery / (B)(4). H3: yes h6. Method code(s): 10, 23, 38, 3372 h6. Result code(s): 213 h6. Conclusion code(s): 71 d4: battery / (B)(4). H3: yes h6. Method code(s): 10, 23, 38, 3372 h6. Result code(s): 213 h6. Conclusion code(s): 71 d4: battery / (B)(4). H3: yes h6. Method code(s): 10, 23, 38, 3372 h6. Result code(s): 3213 h6. Conclusion code(s): 25 d4: battery / (B)(4). H3: yes h6. Method code(s): 10, 23, 38, 3372 h6. Result code(s): 3213 h6. Conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2015-11-30, (B)(4), device available for evaluation?: yes, return date: 2017-11-13. Device evaluate by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 2014-11-30. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2015-11-30, (B)(4), device available for evaluation?: yes, return date: 2017-11-13. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2014-11-30. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650de / expiration date: 2015-11-30, (B)(4), device available for evaluation?: yes, return date: 2017-11-13. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2014-11-30. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650de / expiration date: 2015-11-30, (B)(4), device available for evaluation?: yes, return date: 2017-11-13. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2014-11-30. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650de / expiration date: 2017-06-30. (B)(4), device available for evaluation?: yes, return date: 2017-11-13. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-06-30. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited critical battery alarms. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.